Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
It was reported that the patient¿s ipg was turning off automatically. As such, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was explanted and replaced with a new ipg to address the issue.